Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that during a coronary interventional procedure the fox plus dilatation balloon ruptured during inflation at one atmosphere. There was no reported patient effect. The device was removed and an unspecified stent was implanted. A second non-abbott balloon was used in the procedure. No additional information was provided.